Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 110 mcg / day) via an implantable pump for intractable spasticity. It was reported that the patient went for a refill on (B)(6) 2022 and there was a discrepancy on the volume of drug inside of the pump. They were expecting 2 ml and there was 14 ml in the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs showed no errors with the pump itself. The pump pocket was opened on (B)(6) 2022. The catheter was untangled and csf (cerebrospinal fluid) flow was confirmed; however, due to the small size of the patient, the physician thought there was too much excess catheter, risking kinks or tangles in catheter. A new pump segment was implanted with excess catheter trimmed. Flow of csf was confirmed to determine that full catheter did not need to be replaced. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive: no injury.

Manufacturer narrative:
H3: the catheter was returned and visual inspection of the sutureless connector (sc) identified tearing in the cup of the connector. There was leaking from the tearing inside of the sc near the guide ring. Visual inspection identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.